Event description:
Reference number (B)(4) event occurred in puerto rico, u.s. It was reported that the patient experienced insulin flow blocked alarm due to bent cannula during therapy event on (B)(6) 2026. The site of insertion was abdomen. The infusion set was in use for one hour. During the event, patent was treated with correction dose from pump. No further information available.